Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to diaphragmatic stimulation. A chest x-ray revealed the left ventricular lead dislodged. No intervention was reported and the patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during a procedure to reposition the lead, the physician was unable to insert the guidewire into lead. The lead was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.